Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - during the cardioversion procedure, the device housing is charged with a specific voltage potential. This voltage is detected by the device's protection system, which is activated in protection mode. The device periodically checks to determine if the voltage has been discharged. - during the protection phase, all egm channels are kept opened to prevent damage to the device's electronics. As a result, no egm signals were observed. Signals with a low amplitude are visible corresponding to the channels brief closing to check if the disturbance was still present. - to eliminate this disturbance, it is essential to accelerate the discharge of the voltage present on the housing. This can be achieved by programming the device in unipolar mode (note that during the disturbance, the device was operating in bipolar mode). In this case, the unipolar mode programming was not possible. Therefore, no specific action can be done except wait until the discharge of the pacemaker by itself. It can take some time.

Event description:
Reportedly, an episode was recorded after cardioversion. The episode was recorded as v burst on 15 nov. There is a flat line in the ventricular channel: does the device pace or does not pace? Is the pacemaker is functionning normally after one minute after cv?

Event description:
Reportedly, an episode was recorded after cardioversion. The episode was recorded as v burst on (B)(6). There is a flat line in the ventricular channel: does the device pace or does not pace? Is the pacemaker is functioning normally after one minute after cardioversion? Additional information: a new cardioversion took place on (B)(6) 2025.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. During the cardioversion procedure, the device housing is charged with a specific voltage potential. This voltage is detected by the device's protection system, which is activated in protection mode. The device periodically checks to determine if the voltage has been discharged. - during the protection phase, all egm channels are kept opened to prevent damage to the device's electronics. As a result, no egm signals were observed. Signals with a low amplitude are visible corresponding to the channels brief closing to check if the disturbance was still present. To eliminate this disturbance, it is essential to accelerate the discharge of the voltage present on the housing. This can be achieved by programming the device in unipolar mode (note that during the disturbance, the device was operating in bipolar mode). In this case, the unipolar mode programming was not possible. Therefore, no specific action can be done except wait until the discharge of the pacemaker by itself. It can take some time.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an episode was recorded after cardioversion. The episode was recorded as v burst on (B)(6). There is a flat line in the ventricular channel: does the device pace or does not pace? Is the pacemaker is functioning normally after one minute after cv?